Event description:
A hosp in (B)(6) reported via a distributor that an rt106 adult inspiratory heated breathing circuit has a different y-piece connector and that the blue cap is missing. The hospital noticed the different / missing breathing circuit components prior to pt use.

Manufacturer narrative:
(B)(4). The rt106 is not sold in the USA but it is similar to a product sold in the USA. The 510 (k) for that product is k983112. The complaint breathing circuit is currently en route to fisher & paykel healthcare for eval. We will provide a follow-up report upon receipt of the device and completion of our investigation.